Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak of a cassette used for therapy on the homechoice (hc) device after the final supply bag disconnected. The home patient (hp) was connected at the time of the reported incident. The hp further explained that the final supply bag disconnected without falling and no alarms were reported. The hp stated that they were going to manually drain for the night. There was no patient injury or medical intervention indicated at the time of the report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Additional follow up information was received from a nurse. The nurse stated that there were no damage or defects found at the connection site of the supply bag and the supply line. The nurse stated that there was no leak observed. The nurse did not secure the connection between the supply bag and supply line properly prior to initiating the therapy which later caused the supply bag to disconnect. This report is for connection issue where the nurse did not secure the connection between the final supply bag and the supply line prior to initiating the therapy. The cause of the reported issue was determined to be use error - incomplete connection. The homechoice patient at home guide is included and shipped with every cycler unit, and the instructions are clearly stated. The homechoice patient at home guide states, "make sure the solution bags are connected to the proper lines on the organizer," and also, "if a bag becomes disconnected during your therapy, follow the instructions found in end therapy early procedure section. Notify your dialysis center." In (end therapy early procedure) the guide describes how to end the therapy early in case of a problem. Section on (emergency disconnect procedure) describes steps on how to stop therapy in case of emergency. A formal review of the label for the product family will be conducted. If any relevant information is obtained, a supplemental report will be submitted.